Event description:
It was reported by the rep that the (1) mcs20 was used during a donor nephrectomy procedure. It was reported that the clips were not advancing. The case was completed with another instrument. There was no pt consequence.